Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) automatic refilling errors occurred several times when the device was first used. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge fse was contacted via phone to discuss conditions under which the automatic refilling error occurs. After the customer checked the connection and re-ran the automatic refilling, the problem was resolved. Treatment is currently ongoing, but there has been no reported recurrence. The device can be used stably and is considered to be an operational problem by the fse. Since the device can be used without any problems after the fact, there is no need for replacements. There was no harm or injury reported.

Event description:
N/a.